Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that he always use 2-3 site change before the pump worked. Despite several set changes, the customer stated that the pump still alarmed malfunction. The customer stated that the pump alarmed no delivery for several hours. The customer will return the pump for analysis.